Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No screen anomalies or missing segments/partial display anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 570 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump display was flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.